Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single use; device discarded.

Event description:
The customer reported two (2) false positive results with the determine hiv 1/2 ag/ab combo 25t for unknown patients performed on unknown date. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo 25t performed on unknown date. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.d4 - lot # h3 other text : single use; device discarded.

Event description:
The customer reported two (2) false positive results with the determine hiv 1/2 ag/ab combo 25t for unknown patients performed on unknown date. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo 25t performed on unknown date. Although requested, no additional patient information, including treatment and outcome, was provided.